Event description:
It was reported that intra-operatively, the drill and attachments were overheating. There was no patient impact.

Manufacturer narrative:
H3: during initial inspection of the product analysis foud that customer complaint was not reproduced. Abnormal noise during operation. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 1845010, serial/lot #: (B)(6), UDI#: (B)(4) ; h3: during the initial inspection of the product analysis found that customer complaint was not reproduced. H4:01.07.2016 h6: fdm b01,fdr c19, fdc d14 d02 and img g04130 codes are applicable. Product ID: 1845020, serial/lot #: (B)(6), UDI#: (B)(4) h3: during initial ispection of the product analysis found that the bur could not be held. As such, an overheating test cannot be performed. H4:26.07.2016 h6: fdm b01, fdr c07, fdc d02 and img g04041 codes are appliacable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.